Event description:
It was reported that during bench testing, there was a pump motor drive phase b alarm and a damaged top case was noticed. No patient was involved.

Manufacturer narrative:
A sample was received to perform an investigation. A visual inspection of the returned pump found the plunger seal missing, the case bottom seal intact, the case top corners chipped and cracks by the tubing guides. A review of the pump event history log could not be performed as the keypad was defective. Functional testing was performed. Testing found pump motor drive phase b post alarm at power up. The cause of this alarm was due to the battery being unplugged. The physical damage to the case was caused by the user. The reported problems were the source of user interface. To resolve the problems, the battery was plugged in and fully charged and the case top was replaced. In addition, the missing cable guard was installed, the flickering liquid crystal display (lcd) was replaced along with the cracked battery door. The main board, interconnect board, and position pot were replaced due to corrosion and the worm gear, worm coupling, old motor mount, lead screw and both clutch halves were replaced due to normal wear. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device are unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.